Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat esophageal varices during an esophageal varicose ligation procedure performed on (B)(6) 2024. During the procedure, multiple bands were twined together and the device could not be released. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed (ligator housing only), and a visual and microscopic evaluation that the ligator housing was returned with four bands still attached to it, three bands overlapped, which are consistent with the findings per media analysis on the provided photo. The ligator housing teeth were damaged. No other problems with the device were noted. The reported event of the bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had four bands still attached to it, three bands overlapped, and the ligator housing teeth were damaged. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands unable to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth to get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged. It is most likely that once the band was tried to be released from the suture, the bent on this ligator housing teeth could have affected the band deployment and overlapped the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat esophageal varices during an esophageal varicose ligation procedure performed on (B)(6) 2024. During the procedure, multiple bands were twined together and the device could not be released. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.